Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7187573.

Event description:
It was reported that the patient was experiencing a worsening new pain in the right leg following a trial procedure. It was also noted that the patient was not able to sleep due to procedural pain. The patient underwent an early lead pull procedure. The explanted trial leads will not be returned.